Event description:
An optometrist reported that a patient who underwent bilateral photo refractive keratectomy (prk) was diagnosed with corneal haze in the right eye, at the three month postoperative visit. The topical steroid drops were increased, and the haze resolved with treatment. Another report is filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).